Event description:
It was reported that the air dermatome handpiece was not working at all. The hose was connected; however, the device failed to activate when the switch was pressed. There was no patient involvement or patient injury associated with the report and there was delay in the start of the surgery, the amount of time is unknown.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.